Event description:
It was reported that the patient presented remotely via merlin.net. Review of the episodes recorded noted that the pacemaker exhibited far field r-wave oversensing resulting in inappropriate mode switch episode and undersensing at the ventricular channel. No changes or interventions were reported. There were no patient consequences.